Manufacturer narrative:
(B)(4). It was reported the patient was in the hospital for 2 weeks and had just been ¿released a few days ago¿ (unspecified date) for the recurrent peritonitis event. The pd nurse reported the treatment for the reported event will be on-going for 6 months. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as an inadvertent touch contamination. The patient was hospitalized on the same day as the onset of peritonitis. Treatment was not reported. The patient was discharged six days after the hospitalization for peritonitis and was recovering from the event. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During the follow up with the nurse, it was reported that the patient¿s peritonitis was manifested by pain. The treatment for the peritonitis first included empiric vancomycin (dose, route and frequency not reported) and then later, the patient was switched to ceftazidime (dose, route and frequency not reported). Retraining on aseptic technique was performed. The last dose of antibiotics was given about 15 days after onset of the peritonitis. The patient recovered from this episode of peritonitis. However, within a month of ending the treatment for the peritonitis, the patient experienced recurrent peritonitis, which was manifested by cloudy effluent. The patient was hospitalized for the reported event. The treatment for the peritonitis again included empiric vancomycin (dose, route and frequency not reported) and the patient was later switched to an unknown antibiotic (dose, route and frequency not reported). The patient was placed on low volume exchanges and their catheter was replaced. The patient remained hospitalized and the peritonitis was ongoing. The nurse stated the patient has been very compliant with therapy since the earlier episode of peritonitis. The nurse believed that the peritonitis could be attributed to the patient¿s history of being immunocompromised secondary to the failed kidney transplant. Should additional relevant information become available, a follow up medwatch will be submitted.